Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate. Review of the software logs indicates the battery in well 2 was incorrectly latched. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue was a user issue.

Event description:
The customer contacted stryker to report their device unexpectedly turned off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly turned off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.